Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03792. The patient reported he experiences heating at his scs ipg pocket site while charging and subsequently has to charge in 15 minute intervals. The patient also reported he follows charging guidelines. Additionally, the patient reported the scs ipg appears to be shallow. A low energy replacement charging system was sent to the patient, he was advised of the change in charging duration and is "ok" with the change. No additional information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.